Manufacturer narrative:
The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, vyaire has not received the suspect uim for evaluation. The completed uim report will be included in a supplemental report.

Event description:
The customer reported that while in patient use, the ventilator's screen was flickering and eventually the screen turned black. The customer reported the ventilator was still ventilating the patient properly. There was no patient harm or injury was associated with the reported event.

Manufacturer narrative:
The vyaire factory service department received the suspect user interface module (uim) device/component for investigation. The factory service department performed a visual inspection of the internal components of the uim. They also performed multiple power on cycles on the suspect uim. At this time, factory service was not able to duplicate the reported issue therefore no device/component failure can be determined. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the factory service department assessment. No failures were detected so no further investigation is required.